Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed and was determined to be use-related. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation of the returned guidewire showed no obvious use residues along the returned sample. It was observed that the distal end of the guidewire appeared kinked with disjointed coils. A microscopic observation of the returned guidewire showed that the distal weld tip was missing from the device. The distal break of the core wire appeared flattened and narrowed with a granular fracture surface. The distal break of the coil wire appeared to have a narrowed and pointed break site. The guidewire appeared to have kinks along the device. The break site was observed to be consistent with tensile damage, or damage caused by pulling forces at the distal end of the guidewire during use of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that on (B)(6) 2024 15:18:00, during the PICC catheterization for the patient, when the guidewire is fed, the guidewire is inserted blunt, the guidewire malformation is checked, and the new guidewire is replaced immediately, and the catheterization is smooth. Delay in treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that on (B)(6) 2024 15:18:00, during the PICC catheterization for the patient, when the guidewire is fed, the guidewire is inserted blunt, the guidewire malformation is checked, and the new guidewire is replaced immediately, and the catheterization is smooth. Delay in treatment. No other information was provided.